Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation in either of his legs. There was no known related accident or incident. Impedances were repeating through most bipolar pairs at 733, 843, 990, and 1195 ohms. A new system was implanted on (B)(6)2010. It was unclear if the existing system was explanted. The pt outcome is unk. Further information is being requested at this time.

Manufacturer narrative:
(B)(4)